Manufacturer narrative:
Concomitant medical products: d284drg ICD implanted: (B)(6) 2013; 407658 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing. Low p waves were noted. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.